Event description:
The st. Jude medical representative reported that the lead was explanted due to high defibrillation thresholds and decreased pacing lead impedance. A mechanical problem was also noted.